Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected subdermally with radiesse (+) into the lateral zygoma (off label use of device), on (B)(6) 2025. Batch number was reported as a00121030 (expiry date: 06-aug-2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00121030 (expiry date: 06-aug-2025). A lot search in the global safety database was conducted. The injection was performed using retrograde threads of 0.2 ml per thread. Radiesse (+) was diluted (product preparation issue). On (B)(6) 2025, a day after the radiesse (+) injection, the patient experienced the flu. Augmentin was given for her illness. On (B)(6) 2025, two weeks after the radiesse (+) injection, the patient reported experiencing pain and malar swelling. The nurse treated the patient with prednisone, benadryl and solumedrol intramuscularly (reported as im). On (B)(6) 2025, two days after the treatment, the patient reported a reduction in pain and swelling. On (B)(6) 2025, the health care professional saw the patient and reported mild swelling from the malar septum down to the jawline. The patient reported increased pain. No discoloration, bruising or visual disturbances were reported. Secondary consult with dermatologist was recommended. Due to the provided information, the outcome of the event swelling was considered as resolving and of the event pain was considered as not resolved. The outcome of the event flu was unknown. Follow-up information was received on 12-feb-2025: this case was upgraded to serious. The event allergic reactions was added. The event swelling was deleted. The event term flu was amended to flu like symptoms/upper respiratory infection, coding was amended to from flu to upper respiratory infection. The patients initials, age and weight were provided. She was 58 years old at the time of the event, weight 136 lbs. The patient was injected with a total of 2 ml of radiesse (+) into the cheek and nasolabial folds (midface). Batch number was reported as a00133470 (expiry date: 03-nov-2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00133470 (expiry date: 03-nov-2025). A lot search in the global safety database was conducted. She was injected with 1 ml into the cheek and with 0.5 ml into each nasolabial fold. A cannula 25 g was used with retroinjection of maximum 0.2 ml with cannula. An insertion site was 2 cm infraorbital bellow malar area, zygomatic. One syringe of radiesse (+) was used. Radiesse (+) was diluted with saline solution in a 1:1 ratio. A 0.5 ml of lidocaine 1% was injected into each entry point and site was free of redness and tenderness upon completing treatment. The patient was injected with botox® into the frontalis and orbicularis oculi, in the same session. The patient was previously injected with fillers, botox® and microneedling, and tolerated it well. The patient's medical history included hypertension and recent weight loss that was intentional. She was a smoker. Concomitant medication included semaglutide. In the area treated with radiesse (+), the patient had a facial trauma, victim of assault, nose fracture/face, more than 8 years prior to this report. On (B)(6) 2025, 2 days after the radiesse (+) injection, the patient experienced severe swelling and tenderness. The events were not considered to be permanent. Laboratory tests were not performed. On (B)(6) 2025, she was taking augmentin for flu-like symptoms/upper respiratory infection (uri). On (B)(6) 2025, medrol dose pack was sent and triamcinolone cream, then on (B)(6) 2025 prednisone 20mg twice daily x 5 days. The patient was seen at the clinic for evaluation, and the physician gave benadryl 50mg and solumedrol injection. Corrective treatment was performed to accelerate the recovery. Patient was last assessed on (B)(6) 2025 and she remained with pre malar-swelling and tenderness on the site injected. On (B)(6) 2025, the patient was hospitalized due to having severe allergic reactions to radiesse (+). The patient declined seen a dermatologist or surgeon unless the specialist was promptly by the phone waiting for her call. Due to the provided information, the outcome of the event allergic reactions was considered as not resolved. The outcome of the events pain and upper respiratory infection remained unchanged. In the opinion of the reporter, the traumatic event in the area more than 8 years prior to this report that possibly caused problems with her lymphatic and severe scars and was not convinced this was a radiesse (+) allergy, it was much more likely that this was a reaction to botox® after recovering from an illness. Case amendment performed on (B)(6) 2025: initial case assessment was missing in version 2 of this case. The initial assessment was re-added for inclusion into new case versions after follow-up information was received. Follow up information was received on 27-feb-2025: the event eye floater was added. In 2025, after the radiesse (+) injection, the patient experienced right eye (reported as r eye) floater. She went to a specialist. The outcome of the events allergic reactions, pain/tenderness and flu- like symptoms/upper respiratory infection remained unchanged. The outcome of the event eye floater was unknown. Amendment performed on (B)(6) 2025: due to a technical issue, for serious criteria of hospitalization for the reportable event injection site hypersensitivity, it is necessary to add serious criterion of intervention required, in order to populate section h.1. Of serious injury for submission.

Manufacturer narrative:
The batch record review for radiesse (+), lot: a00121030, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00121030) and no similar events were noted. This case was assessed by merz north america as non-serious. The event influenza is considered equivalently expected as infection, whereas the events injection site swelling, and injection site pain were assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse (+) for injection into the lateral zygoma is no approved for radiesse (+) in us. Injection into the lateral zygoma is no approved indication for radiesse (+) in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. The batch record review for radiesse (+), lot: a00133470, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch: a00133470) and no similar events were noted. Merz causality re-assessment due to follow-up information received on 12-feb-2025: this case was upgraded to serious. The event allergic reactions was added. The event swelling was deleted. The event term flu was amended to flu like symptoms/upper respiratory infection, coding was amended to from flu to upper respiratory infection. This case was assessed by merz north america as serious. The events of injection site hypersensitivity and injection site pain were assessed as expected whereas the event of upper respiratory infection was assessed as equivalently expected as infection based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported severe swollen was considered to be a symptom of injection site hypersensitivity and was therefore not coded. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse (+) with saline solution for injection into the cheek and nasolabial folds is no approved for radiesse (+) in us. Possible confounding factors include concomitant injection with botox, upper respiratory infection, and patient history of facial trauma, however information provided was sparse and a contributory role of the treatment with radiesse (+) cannot be ruled out with certainty. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site hypersensitivity was deemed to meet the serious injury criteria of hospitalization. Merz causality re-assessment due to follow-up information received on 27-feb-2025: the event eye floater was added. The added event of viterous floaters was assessed as equivalently expected as changes in vision based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse (+). Based on the information provided, this case remains assessed as reportable to the FDA as the event of injection site hypersensitivity was deemed to meet the serious injury criteria of hospitalization. Merz causality re-assessment due to case amendment performed on (B)(6) 2025: due to a technical issue, for serious criteria of hospitalization for the reportable event injection site hypersensitivity, it is necessary to add serious criterion of intervention required, in order to populate section h.1. Of serious injury for submission. Causality for previously reported events remains unchanged. This case remains assessed as reportable to the FDA, as the event injection site hypersensitivity was deemed to meet the serious criteria of hospitalization.